Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during initial drain. The hp confirmed she pressed go to start therapy before connecting to the hc. The hp stated she was connected at the time of the alarm. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup. The tsr also advised the hp to start over using new supplies. There was no patient injury or medical intervention reported. The tsr reviewed proper procedures per the user manual with the hp. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable caused by the patient not connected when therapy initiated. The home patient (hp) confirmed she pressed "go" to start therapy before connecting to the hc. The hp stated she was connected at the time of the alarm. The batch review was not performed because the lot number was unknown. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).the sample was discarded; lot information is unknown at this time. Should any additional information become available, a follow-up report will be submitted.